Manufacturer narrative:
The na electrode lot number and expiration date were not provided. "Abnormal sample probe movement" and "sample short" errors were observed on the alarm trace data. The field service engineer (fse) performed precision testing with acceptable results. The fse noted buildup on a nozzle tip. The heat cut filter and nozzle tips were replaced. The customer ran calibration and qc. The service actions resolved the issue.

Event description:
The initial reporter questioned ise results for multiple patient samples on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample tested for sodium (na). The initial result was 150 mmol/l. The repeat result was 139 mmol/l. No questionable results were reported outside of the laboratory.